Event description:
It was reported that, "the accolade stem was being implanted and the surgeon felt there was a problem with the stem. He broached in the usual fashion and he stated that the stem was not seating properly. He rebroached and made several attempts to implant this stem. After several attempts he requested another stem. The new stem was opened and implanted without any issue."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.